Event description:
It was reported that a em2400 valve set was leaking from an unspecified location. This was identified during set-up prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Unaided eye visual inspection was done which observed the silicone tubing was received disconnected from the valve body outlet port. Due to the condition of the sample, functional testing could not be performed for this complaint. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.